Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. Tandem technical support recommended disconnecting from the site, loading a new, empty cartridge onto the pump, and delivering a 9-unit bolus. The customer declined further troubleshooting and was advised to follow up if the issue persisted.